Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the universal serial bus (usb) plate shows cracks around the screws. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of patient involvement or actual harm reported with this complaint.